Event description:
It was reported that the customer experienced a blood glucose (bg) level of 526 mg/dl; cause was unknown. Elevated blood glucose was addressed with manual injections and correction bolus via the pump. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.